Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, it is unknown if the system was in clinical use or not. Patient and the procedure outcome are unknown due to insufficient information. A philips remote service engineer (rse) stated that the ECG image was no longer displayed on the flexvision monitor after the old ECG system was replaced with a new model, however there was no limitation in functionality of the azurion system. The customer confirmed that the new ECG system has the additional digital video interactive (dvi) output. No further work has been performed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue is regarding a hemodynamic system which was not displaying an image on the flexvision monitor. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there were issues with the flexvision monitor's signal. No harm has been reported to philips. Philips has started an investigation of this complaint.